Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this patient with this right ventricular (rv) lead had undergone a coronary artery bypass surgery procedure a day or two post implant and was in the intensive care unit. It was questioned whether there was rv capture in a stored episode. Technical services (ts) reviewed noting there was varying amplitudes and morphology deflections on the rv channel post pace, however, there was distinct t waves observed. Ts noted the varying morphologies could be related to some cross chamber blanking and depolarization timing of the rv as it relates to this patients disease state. There were 2 to 3 qrs complexes without a t wave which ts noted was the reason it was unknown if there was rv capture. Ts discussed to perform threshold evaluation if concerned. The field representative would follow up with the provider. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this right ventricular (rv) lead had undergone a coronary artery bypass surgery procedure a day or two post implant and was in the intensive care unit. It was questioned whether there was rv capture in a stored episode. Technical services (ts) reviewed noting there was varying amplitudes and morphology deflections on the rv channel post pace, however, there was distinct t waves observed. Ts noted the varying morphologies could be related to some cross chamber blanking and depolarization timing of the rv as it relates to this patients disease state. There were 2 to 3 qrs complexes without a t wave which ts noted was the reason it was unknown if there was rv capture. Ts discussed to perform threshold evaluation if concerned. The field representative would follow up with the provider. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.